Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. It was likely that some kind of lubricant may have adhered to the male connector, which may have caused the lock adapter to come off when it was tightened. However, since the actual sample was not returned, confirmation of the presence of any adhering material could not be performed. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the capiox device was used pre-treatment. The connector of sample line could not be fixed, easy to dis-connect during the priming. The user changed whole oxygenator by new one. The procedure outcome was not reported. The patient was not harmed.